Event description:
Per the physician, the patient was not responding to the device. The results of an integrity test indicate the device was functioning according to manufacturer's specifications. The results of an CT scan indicate the electrode array is not in the cochlea and the appears to be kinked due to ossification of the cochlea. Reimplantation in the contralateral ear is planned but had not taken place at the time of this report august 11, 2009.